Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(6). At the time of this review, there was no report of patient harm nor added intervention. We have forwarded the received information to the responsible person in the sustaining engineering department for evaluation, here are the findings: device history records review was conducted. The report indicates that: DHR review for: part #: 04.004.749s - 1521768, manufacturing site: (B)(4), supplier: (B)(4), manufacturing date: 18.jul.2006, expiry date: 01.jul.2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The 04.004.749 - 1376489, manufacturing site: (B)(4), manufacturing date: 01.sep.2005. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Depuy synthes provide information for sterile sold implants regarding their manufacturing and expiration date. No tests have been performed to evaluate the sterility and overall behavior of implants after their expiration date. The complaint can be rated as ¿confirmed¿ but the customer should not have used the implant after its expiration date and this represent an off label use. Investigation pia summary: upon visual inspection is not possible, as device not received. A device history record (DHR) review was performed for the affected lot, (B)(4) parts were delivered to the warehouse, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in july 2006. No ncrs were marked in the DHR during production. Moreover a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. Depuy synthes provide information for sterile sold implants regarding their manufacturing and expiration date. No tests have been performed to evaluate the sterility and overall behavior of implants after their expiration date. The complaint can be rated as ¿confirmed¿ but the customer should not have used the implant after its expiration date and this represent an off label use. Dcrm: this complaint represents an off-label use in which the liability lies entirely with the customer. The company does not take any responsibility for using expired products. Risk management coverage does not apply here. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during procedure tibial nailing. During the surgery they decided on the size of the nail. Upon choosing the size of the nail they discovered that the sterile boxed implant expired in 2016 in july. They made a decision that the next size down would compromise the stability of the implant. Therefore they chose to implant the original outdated tibial nail. Procedure went ahead as normal. Jjm rep was not in attendance during the case. No delay to surgery time reported. No further information was provided regarding the outcome of surgery and patient and no adverse event was reported. This complaint involves one part. Concomitant parts reported: 1x unknown screw, part unk, lot unk. This report is 1 of 1 for com-(B)(4).